Event description:
Voluntary medwatch received states the left ventricular lead presented with high pacing thresholds. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156039.